Manufacturer narrative:
Additional information was provided in b.2., b.5, h.3., h.6. And h.11. The product was not returned. The product was not identified, and a lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each product history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned or identified. Not enough information was provided for further investigation. Information was provided that the lens was explanted. The patient's visual acuity has not yet shown significant improvement. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and reported stating that the lens was explanted and the visual acuity showed no significant improvement.

Event description:
A physician reported that following an cataract surgery, the patient had poor vision thought to be caused by subsurface nanoglistenings (ssng). The contrast has also decreased and the ssng was in a severe state, so lens was scheduled to be removed. The sample still remained in the patient's eye. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.